Event description:
It was reported to philips that the geometry for the allura device was unavailable. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field safety engineer (fse) inspected the system onsite and confirmed that geometry movements are not available because of the issue in power supply circuit. The engineer repaired the power supply circuit and returned the device to use in good working order. The codes were updated based on the investigation outcome.